Manufacturer narrative:
Due to characterization limit e1: intial reporter name:(B)(6). Updated fields: b4, b5, b6, b7, b8, d9, e1 (initial reporter name and mail ID), e3, g3, g6, h2, h3, h6(investigation type, investigation findings, investigation conclusion, component code), h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. The fse reported that the safety disk was expired and there was a leak at the helium cylinder connection. To remediate this, the fse replaced the safety disk and eliminated the leak. Upon repair, the unit passed all functional and safety tests per manufacturer specifications.

Event description:
It was reported by the customer that, during functional testing prior to patient use, the cs300 intra-aortic balloon pump exhibited a helium leak. There was no patient involvement at the time of the incident.

Event description:
It was reported that the cs300 intra-aortic balloon pump(iabp) had helium leak. There was no patient harm or injury reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.